Manufacturer narrative:
(B)(4). The reported system error 2240 was confirmed. The root cause was a use error. The lot number is unknown therefore a batch review was not performed. A labeling review was performed and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 1 of 4. The home patient (hp) stated she didn't connect her extension lines until she connected herself. The technical service representative (tsr) advised the hp to connect her extension lines to the patient line when she connected her bags. The hp understood. The tsr then advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp did notify her of the alarm and stated the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.